Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was later reported that the initially reported right heart failure, respiratory failure, and acute kidney injury existed pre-lvad implant. The patient was said to have experienced symptoms of lethargy and was treated with a right ventricular assists device, a tracheostomy, and continuous renal replacement therapy before their death. It was also said that death was not considered device related and that the device operated as expected.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: there were no device related issues reported or identified through this evaluation. Although no device related issues were reported by the account, the heartmate 3 left ventricular assist system (lvas) instructions for use lists adverse events that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The current revision of the instructions for use (IFU) can be found on the electronic IFU page of the abbott website. The heartmate 3 lvas instructions for use (IFU) is currently available. Although no device related issues were reported by the account, section 1 of the IFU, ¿introduction¿, lists adverse events that may be associated with the use of the heartmate 3 lvas. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient outcome, the patient passed away due to cardiogenic shock secondary to right ventricular failure, respiratory failure, acute kidney injury. Whether the outcome was device related was not provided by the customer. The pump was going to be explanted.